Manufacturer narrative:
Additional follow-up was performed to ask for the nightguard back, but the nightguard has not been returned at the time of this report. As the device was manufactured per patient's prescription (rx), there was no stock product available; however, the material lot was available for review. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were also performed on a similar thermoformed device. It was found that the thermoformed device's materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. If the reported nightguard would be returned in the future, an investigation would be proceeded accordingly. This incident is being monitored, tracked and trended.

Manufacturer narrative:
Patient's weight was asked but unknown. Date of event was advised as some time in (B)(6) 2018. Follow-ups were made to request for product return; however, product has not been sent back yet. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction with the xtra silent nite nightguard. The patient experienced the reaction after using the nightguard for about 4 months. The patient's upper and lower lips were swollen. Upon experiencing the reaction, the patient stopped using the nightguard and the symptom went away after several days. The patient did not require any treatment for the reaction. The patient was reported to be doing ok. The patient has no pre-existing condition; however, the patient reported to be allergic to nickle, gold and latex. The doctor did not make any adjustment to the nightguard prior to delivering to the patient. The patient was cleaning the nightguard using open water and anti-bacterial soap.